Event description:
Pump tubing placed on heparin bag ran well without pump but refused to run on the pump. Despite continued readings repair v, check set it would run 2 to 3 cc then quit. Finally changed tubing and it worked fine. Problems: 1) had heparin bolus but dealy in drip potentially causing decreased effectiveness; 2) potentially could have caused IV site to clot off; 3) waste of nurse's time and pt's heparin drip for which he is being charged; 4) driving nurse crazy and pt's loss of confidence in equipment.